Event description:
On (B)(6) 2011, a trifecta valve (unknown model/size) was implanted. A holder was used to parachute the valve into the annulus and instruments did not come into contact with the valve during implant. In (B)(6) 2018, the patient reported dyspnea. On (B)(6) 2018, the valve was explanted due to a torn leaflet and a magna ease aortic valve was implanted. The patient is reported discharged. Procedure reports were requested by the physician and hospital, but not provided.

Manufacturer narrative:
An event of dyspnea and a torn leaflet was reported. The results of the investigation are inconclusive since the device was not returned for analysis, however four photos were received for analysis. Based solely on the aforementioned photos, one leaflet appeared to have torn away from a stent post. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the valve had been implanted for nearly 7 years.

Event description:
On an unknown date, a trifecta valve (unknown model/size) was implanted. On (B)(6) 2018, the valve was explanted due to a torn leaflet. The patient is reported discharged. Additional information has been requested.